Manufacturer narrative:
The patient was walking, suddenly the rim went off and the whole wheel came off. The alpha is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
The patient was walking, suddenly the rim went off and the whole wheel came off. The alpha is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).